Event description:
It was reported that vassallo gt.014 ns3 (the product) was used in a case of a below-knee lesion with 100% occlusion rate and high calcification. While using the product in conjunction with a microcatheter (ichibanyari pad2 mc) in the patient's body, the tip of the product got stuck in the lesion, and when the product was pulled, a separation was observed. The procedure was completed without problems using another company's product and there were no health hazard on the patient.

Manufacturer narrative:
Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure ((B)(4)) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] the product was returned for investigation. The product was cut at approximately 21 mm from the tip, and abrasion marks and damage were observed on the surface of the plastic jacket within an area of approximately 12 mm from the tip. The coil was deformed by rippling. By using scanning electron microscope, the separated part was found that it was caused by excessive rotational loading. Based on the design coil length of the product, the coil length of the separated part and the total coil length of the body side, it was concluded that the separated part was removed from the patient's body. Based on the information obtained and the results of the above investigation, it is considered that the core and coil wires were cut due to repeated and excessive rotational manipulation in the same direction with the tip of the product stuck in the lesion when the product was advanced into the cto lesion with severe calcification. The abrasion marks and damage on the surface of the plastic jacket were considered to have been caused by strong contact with the hard calcified lesion, and the rippling deformation of the coil on the product's body side was considered to have been caused by twisting of the coil due to the excessive rotational operation. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include but are not limited to: damage of guidewire (separation, breakage).